Event description:
Reported due to extended pt hospitalization. Arteriotomy closure was attempted with closer s 6 french after an interventional procedure. Reportedly a hematoma developed "during and after the procedure" which measured 5 cm in diamater. Hemostasis was achieved with compression. No medical or surgical intervention was required. The pt experienced pain at the arteriotomy site which increased the length of stay by one day. The pt is reported to be in "good" condition.